Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm aortic punch would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event is unknown.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot 25135033 the last lot shipped to the account prior to the aware date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The aortic cutter device was returned to the factory for evaluation. Sign of clinical use and evidence of blood were observed. A visual inspection was conducted. The safety lock on the cutter was disengaged and the actuation button was fully depressed . The cutter was in the deployed state with the actuation button approximately 1 inch inside the tool. No visual deformities or signs of tampering to the device were observed. Based on the return condition of the device, the reported failure mode ¿failure to fire; cutter; failed to actuate¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm aortic punch would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event is unknown.